Event description:
It was reported that the patient had new pain in the heel and toe of both feet. The pain started in the right heel and toe and moved to the left heel and toe. The patient had been ¿very ill¿, ¿seeing things¿ and forgetful. It was noted the patient had fallen out of bed three times. It was further noted that ¿prior¿ a ¿giant¿ tumor was discovered due to testicular cancer. It was further reported that the patient had cortisone shot in the neck for the pain. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n298737, implanted: (B)(6) 2011, product type accessory; product ID 355531, lot# n299094, implanted: (B)(6) 2011, product type screening device; product ID 37092, lot# 287970001, implanted: (B)(6) 2011, product type accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37712, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 37752, serial# (B)(4), product type recharger. (B)(4).